Manufacturer narrative:
Conclusion: product did not contribute to event.

Event description:
Allegedly revised due to hip pain.

Manufacturer narrative:
Received additional information to include patient reaction (B)(6).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00012, 00013.